Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer¿s current blood glucose level was 408 mg/dl from more than 500 mg/dl at the end of the troubleshooting. Customer¿s other blood glucose levels were 195 mg/dl and 213 mg/dl. Customer was treated with manual injection. Customer was failed to performed high pressure test. Customer did not allege insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. Customer was not using auto mode. The insulin pump will not be returned for analysis.